Event description:
It was reported that on (B)(6) 2026, flow diverter placement and coil embolization were performed (13 coils and the subject stent were placed from m1 middle to c2) and the procedure was completed successfully. At a follow-up on (B)(6) 2026, the patient had an occluded achoa, causing dizziness, and a narrowed m1 perforating branch, resulting in mild paralysis, lethargy. The patient also experienced hemiplegia and headache.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that ¿13 coils and one surpass evolve 4.0 mm × 30 mm were placed from m1 middle to c2. At the (B)(6) outpatient follow-up, dr. (B)(6) reported: ¿the achoa is occluded, causing dizziness, and the m1 perforating branch is narrowed, resulting in mild paralysis and lethargy.¿ additional information provided by the customer indicated there was damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/prior to use on the patient and the device was prepared as per dfu instructions. Continuous flush was set up and maintained throughout the clinical procedure. The anatomy was reported to be average tortuous. The defect was not identified at the time of preparation. The user was able to advance the system to the target site. The rhv (rotating hemostasis valve) of the delivery catheter was tightened prior to system induction. The rhv of the delivery catheter was properly loosened during stent deployment. After stent placement, it was verified that the stent was fully dilated along the vessel wall. The physician does not allege any malfunction or nonconformance against the device. In the event details, stated "at the feb. 12 outpatient follow-up", but it should had been "at the feb.20 outpatient follow-up". The patient¿s current status is unknown. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient vessel occlusion¿, ¿patient neurological deficit¿, ¿patient headache non-serious¿ and ¿patient parent vessel stenosis¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that on (B)(6) 2026, flow diverter placement and coil embolization were performed (13 coils and the subject stent were placed from m1 middle to c2) and the procedure was completed successfully. At a follow-up on (B)(6) 2026, the patient had an occluded achoa, causing dizziness, and a narrowed m1 perforating branch, resulting in mild paralysis, lethargy. The patient also experienced hemiplegia and headache.